Manufacturer narrative:
The reported bl vocalaid trach 9.0mm was returned for investigation. The returned device was returned for evaluation; the sample was received inside a plastic bag and without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. The cuff of the returned device was inflated using a syringe and the product and was submerged under water in order to detect any leakage. The results showed leakage was observed coming out from the small tear. Unknown root cause. (B)(4).

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that during usage of the tracheostomy tube, a leak was found. A leak check had been done prior to use with no leak found. It was stated that the tube was being used for surgical operation and it was unknown how long it had been in use. The patient did not desaturate during the event. No additional intervention was needed.